Event description:
It was reported that the patient had his implanted artificial urinary sphincter (aus) removed and replaced due to recurring incontinence from a pin hole size leak in the cuff. It was added that there was no fluid in the balloon due to this hole in the cuff. No additional patient complications were reported in relation to this event.